Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient underwent an scs trial procedure on (B)(6) 2015. However, the doctor decided to abandon the procedure because he was not satisfied with the placement of the lead which was shown on the x-rays.